Manufacturer narrative:
(B)(4). Additional method: the device history record for lot (15be08) was reviewed and no issue that could have contributed to the reported failure was noted. The dev ice was manufactured according to release specification. One actual sample and 9 representative samples were returned for investigation, which was conducted by inflating the balloon with 10ml of color water. The balloon was able to be inflated without any issue. No leak was observed along the catheter system for both actual and representative samples, suggesting that no issue on the product functionality. In current manufacturing process, the catheters are subjected to 100% water leak test after funnel molding process. Upon completion of the test, a deflation process is implemented, and only products that passed all the tests will be shipped out. Based on the investigation and testing conducted on the returned samples, no functional defect was found and balloon was able to stay inflated with no leak found along the catheter system. Therefore, this complaint could not be confirmed.

Event description:
Alleged event: the catheter balloon was leaking. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device sample investigation report has not been submitted at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the catheter balloon was leaking. The patient's condition was reported as fine.